Manufacturer narrative:
Product complaint #(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name. Please confirm when did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s) riclosan. Dosage form-suture/ solid/ parenteral. Strength = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2021 and suture was used. When the doctor opened the suture package and was about to sew the skin in the surgery, the suture was broken from the middle by gently pulling the suture. It was immediately replaced with a new suture to complete the surgery. No adverse patient consequences were reported. Additional information was requested.